Manufacturer narrative:
Follow-up is not initiated on reported infection as it is related to a patient condition and not device performance.

Event description:
It was reported the lead was explanted due to infection. No further patient complications have been reported as a result of this event.